Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. FDA reference: mw5080107. Zimmer biomet¿s reference number of this file is (B)(4). Item reference unknown.

Event description:
It was reported that patient underwent revision surgery due to screw breakage and pain. Following the revision the patient still experiencing pain on the left side.